Event description:
It was reported that the foley catheter was placed in the patient on (B)(6) 2025 and was naturally removed on (B)(6) 2025.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all-silicone foley catheter. Verified material number 165818 and manufacturing lot number ngjx3782. Visual inspection noted the balloon had ruptured measuring 0.2945". Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure ip7603444, revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the patient on 07may2025 and was naturally removed on (B)(6) 2025.